Event description:
Customer reported the sensor reading usually were accurate but they were currently were off. Customer's blood glucose was 411 mg/dl and sensor was reading at 75 mg/dl. Customer had to end call, unable to troubleshoot for high blood glucose. Sensor has been in place for two days and two hours. Customer called back and stated he continued to have issues so he was going to remove the sensor. No further information reported.

Manufacturer narrative:
The (B)(4) analysis inspected 1 opened or used enlite sensor and performed bicarbonate buffer test per (B)(4). The sensor passed per specifications with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.